Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Change in surgical technique from coblation to a traditional technique using metal surgical instruments is an acceptable alternative method and is considered minor medical intervention that is not likely to cause or contribute to death or serious injury nor necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the coblator ii machine did not switch on. Doctor had to revert to cold steel. It is unknown if there were any delays in the surgical procedure. No patient complications were reported.